Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user had identified discrepancies when trying to issue the medication. The technical support specialist (tss) had advised the user that whenever issuing an item, the user could adjust the number of tablets that required to issue out. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, discrepancies were created when trying to issue. The nurses had tried to issue lorazepam 0.5 mg tab, but instead of issuing 1, it issued 5. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.